Event description:
It was reported that the patient would be having his generator replaced due to a "dead battery." The patient's generator was replaced and the explanted generator was returned for analysis. Analysis found that the generator was not at end of service but the pulse was disabled due to an unknown reason. Attempts for further information have been unsuccessful to date.